Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported following a permanent implant, the patient complained of a sharp, sudden pain in his left arm and upper back. Reportedly the patient experienced a hematoma at the cervical site. The patient is doing well and has no neurological after-effects.